Manufacturer narrative:
A DHR was not performed, as no information regarding a device failure mode was provided. Therefore, a review of manufacturing and/or device component issues that may have contributed to the reported complaint is unable to be performed. Despite multiple requests for additional information from the healthcare provider, no additional details have been provided. Based on the information available, a definitive root cause cannot be conclusively determined.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve has been placed under evaluation/consideration for a valve-in-valve procedure after an implant duration of 3 years, 5 months due to unknown reason.

Event description:
It was reported and per additional information and investigation that a patient with a 23mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 3 years, 6 months due to degeneration with severe stenosis and moderate to severe transvalvular insufficiency. The procedure was performed with a 23mm 9750tfx transcatheter valve with no complications. Patient was discharge on pod#1. Per medical records, the patient presented with heart failure. The patient underwent tee 10/26 which revealed abnormal bioprosthetic aortic valve with restricted leaflet excursion consistent with stenosis and possible vegetation or pannus on the struts, but no significant insufficiency. There was no confirmation of pannus nor vegetation on the operative notes.

Manufacturer narrative:
Updated sections: b2, b3, b5, b7, g3, g6, h6 component code, health effect - impact code, health effect - clinical code, device code(s), and type of investigation.

Manufacturer narrative:
Updated sections: g3, g6, h6 investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A device history record (DHR) review was performed, and no relevant non-conformances were identified. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve... Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including liver cirrhosis.